Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump and changed out the set three times. Customer stated the most recent alarm had occurred during basal rate insulin delivery, and was resolved by a complete set change. Customer's blood glucose was 332 mg/dl. Nothing further reported.